Event description:
Dexcom g6 cgm sensor failed preventing patient from monitoring blood glucose. Patient is a (B)(6) year old college student living independently away from home. Patient is reliant on dexcom g6 cgm for his t1d health condition and his personal safety. Dexcom g6 cgm sensors are frequently failing and do not last the prescribed 10 day duration as product claims. Our health insurance will not allow us to order additional sensors even though the sensors are not lasting the required duration.